Event description:
Medtronic received information that during a procedure, the body of this venous cannula appeared to whiten and almost split. The device was used throughout the procedure with no patient affect reported.

Manufacturer narrative:
Conclusion: the device history record was unable to be reviewed as the lot number of the device was not provided. The root cause is likely sub-optimized curing of the cannula body leading to a cannula with a greater propensity to split. This cannula may also be at greater risk of splitting under acute stress of a suture. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.